Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited a fault alarm, it continued to perform its life sustaining functions. The freedom driver has been returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the freedom driver exhibited a fault alarm while supporting a patient. The customer also reported that the patient was switched to a backup freedom driver without adverse patient impact.

Manufacturer narrative:
Visual inspection of the driver revealed a secondary motor out of the bottom dead center (bdc) position. The driver's alarm history was reviewed and revealed a '2d' code fault alarm. This code is associated with the secondary motor voltage being too high due to secondary motor engagement. Since the secondary motor's cam follower was found out of bdc, it is likely that this is the customer-reported alarm. The secondary motor cam follower may have been initially moved out of bdc by a drop, near drop or other rough handling. Investigation testing confirmed that the driver functioned as intended, providing life-sustaining output on both the primary and secondary motor circuits. There was no evidence of a device malfunction. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation and is closing this file. Ce 4613 follow-up report 1.